Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023 in order to remove the abutment.

Event description:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on dec 8, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site (treatment of the infection is unknown). The implant remains in-situ.